Event description:
The manufacturer received information alleging a ventilator would not operate on a/c power source. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's power management board and power supply need replaced to address the issue.